Manufacturer narrative:
As no unique lot or serial numbers were provided rti was unable to conduct an investigation. If additional information is provided a manufacturing, lot records review will be conducted.

Event description:
Rti surgical inc (rti) and tutogen medical (B)(4), a wholly owned subsidiary of rti received a complaint which indicated that a pericardium membrane and copios cancellous particles were implanted as part of a dental procedure on unknown date and later it was reported that the material bone graft and membrane did not integrate.